Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patients hip arthroplasty was revised due to pain and elevated cobalt and chromium levels.

Manufacturer narrative:
Devices were not returned; however, a photograph was received. Review of device history records found units were released with no deviations or abnormalities. There was visual damage to the poly liner noted from the photograph provided; however, it was unknown how and when the damage occurred. There was also a deep grove noted on the photograph of the neck and damage to the head, unknown when occurred. This device was used for treatment. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.